Event description:
Reporter stated that her son had metal dental braces with sliding wires applied due to his overbite and crossbite on (B)(6), 2014. On (B)(6), 2014 she stated that her son complained of pain and a clicking/popping sound in his jaw. She took him to the orthodontist to be evaluated and she decided to have them removed on (B)(6), 2014. She was concerned that these symptoms may be related to tmd/tmj and wanted to make the FDA aware for statistical purposes.